Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and fentanyl via an implantable pump. The patient reported that they are unable to connect to the pump and bolus. The patient stated the handset kept turning off (agent suspects the patient was pressing the power button multiple times and/or unintentionally). The patient restarted the handset and eventually was able to unlock the screen. The patient's myptm app shortcut was not available. The patient stated the medication is "very low" from a scale from 1 to 10, it¿s probably a 2. The patient stated the hcp (healthcare provider) was phasing out the fentanyl and increasing the dilaudid, because the fentanyl was making them nauseous. During the call the patient encountered the connection interrupted message. The patient relaunched the app and the retrieving pump settings message was stalled on 90%. The agent attempted to help the patient navigate how to clear data but the patient struggled extremely therefore the patient agreed to replace the handset due to the shortcut of myptm no longer being available on the home screen. The patient could not locate settings and the agent advised that the patient may benefit from in person troubleshooting if they continue to have issues once they receive the handset. The patient claimed they had to charge the communicator often to make the handset work. The agent reviewed communicator battery indicator light. The patient could not locate the communicator serial number during the call. The agent advised to monitor the communicator concern and call back for troubleshooting if the handset replacement does not resolve. A request was sent to the repair department for a replacement handset due to unable to access bolus and connection lag concerns.